Event description:
It was reported that the customer was not getting any insulin delivery in the last 2 days. Customer stated he changed out the set and vial. Customer stated his blood glucose was high it was 304-310 mg/dl. Customer's blood glucose was 303 mg/dl at the time of the call. Troubleshooting was done for high blood glucose. Customer took 2 syringe injections to treat high blood glucose. It was found in the in the alarm history that the insulin pump alarmed no delivery and was resolved by a complete set change. The customer was advised to monitor the insulin pump and blood glucose, to contact healthcare provider for high blood glucose due to his settings are the same for one year. Advised the customer the 2 infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)